Event description:
It was reported that customer experienced greyed-out bluetooth setting and cgm error 42 on pump and sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, after which cgm error did not recur and sensor session was successfully started, and pump function returned to normal.